Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent multiple surgical procedures for implant of unspecified bard/davol implants; bard mesh (bard flat mesh) and sepramesh ip (x2). As reported, the patient is making a claim for an adverse patient outcome against two of these implants, sepramesh ip (x2). Dates of surgical implant are identified (B)(6) 2008 and (B)(6) 2016. The document does not include the date of implant for the specific devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.